Manufacturer narrative:
(B)(4). Evaluation summary: medtronic conducted an investigation based upon all information received. Two representative samples sealed with the appropriate packaging were returned for evaluation. The evaluation found no potentially contributing factors. It was reported that the suture thread broke. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 7 days postoperative to excision (deep layer closure), the suture broke so wound reopened. The patient had to come back the next day for excision and patient was re-sutured using a competitor brand.